Event description:
A (B)(6) male pt contacted zoll customer support to report constant check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is underway. The reported problem (check therapy pad messages) has been confirmed. As received, the belt failed incoming testing. A root cause analysis is underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from defective electrode belt. The pt received a replacement electrode belt.